Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02460, 3005099803-2010-02462, 3005099803-2010-02463, 3005099803-2010-02464, and 3005099803-2010-02465 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode and four patient return grounding pads were used during a rfa (radiofrequency ablation) procedure performed on (B) (4) 2010. According to the complainant, post procedure, 3rd degree burns were observed on the patients thighs. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02460, 3005099803-2010-02462, 3005099803-2010-02463, 3005099803-2010-02464, and 3005099803-2010-02465 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode and four patient return grounding pads were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, post procedure, 3rd degree burns were observed on the patients thighs. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02460, 3005099803-2010-02462, 3005099803-2010-02463, 3005099803-2010-02464, and 3005099803-2010-02465 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode and four patient return grounding pads were used during a rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, post procedure, 3rd degree burns were observed on the patients thighs. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B) (4)